Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Instructions enclosed state to bite until teeth make contact with hard base. This contradicts e-mailed instructions and caused 2 of 4 purchased to fail within a couple of days. I purchased two 2-packs. One failed to fit properly and two separated within days of fitting, so out of four total, I only have one remaining. Thank you for your time and concern.